Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received software error detected alarm and other pump error alarms. It was reported that the insulin pump had battery failed alarm. Customer stated that the insulin pump received multiple pump error alarms. Customer stated that they were able to successfully clear the alarm and received a request to rewind pump. Customer also stated that they were able to complete rewind. Customer mentioned that fill cannula recorded in daily history. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned insulin pump for an alleged failed battery test, multiple insulin pump error on (B)(6) 2022. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No insulin pump error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm or battery failed alarm noted during testing. The insulin pump downloaded history confirmed the insulin pump alarmed battery failed alarm on (B)(6) 2022 at 17:44:41.000 due to customer's faulty aa battery. Multiple insulin pump error were not noted during testing. Verified insulin pump alarmed insulin pump error on (B)(6) 2022 at 17:44:30.000, multiple insulin pump error on (B)(6) 2022 at 17:44:38.000 and insulin pump error on (B)(6) 2022 at 17:44:38.000( line number = 1541 and file number = 2002) due to hardware anomaly in insulin pump's downloaded history. Insulin pump was cut open and found moisture damage on electrical board motor and force sensor. The following were noted during visual inspection: pillowing keypad overlay and minor lcd display window scratches. Insulin pump passed required testing. Failed battery test was not confirmed. Multiple insulin pump error were confirmed due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.